Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon had been subjected to positive pressure. Solidified blood was identified on the outside of the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 6mm distal to the distal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip, balloon material, markerbands or blades. All blades were present and fully bonded to the balloon material. No kinks or damage were noted along the shaft of the device. No issues were noted with the device that could have contributed to the complaint incident. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery to mid lad. A 10/3.50mm flextome cutting balloon was selected for use. During the procedure, the device was inflated 3 times at 4atm; subsequently, the device was inflated again 3 times at 12atm for 50 seconds, 40 seconds, and 40 seconds respectively. Post dilatation was done with an nc balloon and blood vessel was observed with opticross, thereafter. The balloon was inflated further at 6atm for 30 seconds and 20 seconds respectively; however, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed. There were no patient complications reported and patient condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery to mid lad. A 10/3.50 mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the device was inflated 3 times at 4 atm; subsequently, the device was inflated again 3 times at 12 atm for 50 seconds, 40 seconds, and 40 seconds respectively. Post dilatation was done with an nc balloon and blood vessel was observed with opticross, thereafter. The balloon was inflated further at 6 atm for 30 seconds and 20 seconds respectively; however, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed. There were no patient complications reported and patient condition was fine.